Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head's upper case lens was cracked and the head would not interrogate and failed incoming tests. The head's cable was replaced with a known good cable and the head interrogated and passed functional tests.the head was to be sent for repair and restocking. (B)(4).

Event description:
The radiofrequency head was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.